Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Noise on right ventricular channel was reported for the subject ICD. The physician would like to know what kind of noise it is.

Event description:
Noise on right ventricular channel was reported for the subject ICD. The physician would like to know what kind of noise it is.